Event description:
Hospital reports that they inadvertently used non-sterile sample cement mixing bowls in surgery. Label correctly states that the product is non-sterile but packaging incorrectly states that contents are sterile. No injury reported.